Event description:
The pt experienced no pain relief from the pump and had pain at the catheter tunneling site. The pt requested that the devices be removed. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver fentanyl and clonidine.

Manufacturer narrative:
(B) (4). The pump and catheter were returned and underwent routine analysis. Final device analysis of the pump revealed no anomaly found; normal device function. The catheter was returned in 3 pieces: proximal piece 7.8 cm including sutureless pump connector and strain relief sleeve, next distal piece 54.5 cm, next distal piece 1.8 cm to pin connector to distal 22.8 cm to distal tip (section c appears to be a 'splice pf' a distal piece that was originally one piece). Final device analysis of the catheter revealed a very small hole located 1 cm from the proximal end of section b that leaked during pressure testing; it is probably a needlestick. Catheter.